Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: opening shell, red particles in the shell and encapsulation. Labeled left side. Analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and anxiety/recall.

Event description:
Patient reported left side "concern if implants are part of the recall". Healthcare professional reported left ¿intracapsular rupture¿ and ¿foreign body granulomas¿. Device has been explanted and replaced.